Event description:
A piece ;of the plastic that connects the distal metal tip to the wire wound body component, broke off during the case and flowed into the venous reservoir bag. The casee was completed with no patient consequence reported.